Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm on the insulin infusion system that was resolved only after changing all infusion supplies, including a steel cannula infusion set with 23-inch tubing from lot 6005151, after which insulin delivery was resumed and blood glucose was monitored. Symptoms included hyperglycemia with a reported maximum of 203 mg/dl for less than one hour, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included troubleshooting and education with guidance to retain the involved supply lot if the issue recurs. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion condition that resolved following replacement of the infusion set and related disposables. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or disposable supply occlusion leading to temporary interruption of insulin delivery.